Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that patient had one lead with high impedance as reported in the past after a fall. 0-4 electrodes. Lead was replaced and found to be fractured. Patient's fall was the contributing factor to the issue. Surgical intervention did occur. The issue has been resolved at the time of this report. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a275, serial# (B)(4), explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. The ins serial number was updated. No further complications reported.